Manufacturer narrative:
(B)(4). Device evaluation summary: retained samples evaluated. Actual complaint sample can't be returned. Batch records have been reviewed and no issue found. Manufacturer retained sample have been evaluated by appearance and knot pull tensile strength and no issue found. The root cause of complaint can't be determined. The device history records reviewed, and no issue found.

Event description:
It was reported by health authority that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The suture broke while sewing the skin. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information could be provided.